Event description:
It was reported that the right ventricular (rv) lead demonstrated a gradual increase in shock lead impedance measurements however, all values remain within the normal operating range. Technical services was consulted and provided recommendations. At this time, the lead remains in service. No adverse patient effects were reported.